Manufacturer narrative:
See MFR: 3012307300-2018-00279, 3012307300-2018-00280, 3012307300-2018-00282 3012307300-2018-00283. Lot number provided by customer is not a valid lot number.

Event description:
It was reported that the explanting doctor noticed holes in the catheter of a deltec® port-a-cath®ii power p.a.c. Implantable access system. Issues with the catheter had to be explanted when one patient complained of pain. There was no patient injury associated with this occurrence.

Manufacturer narrative:
One smiths medical deltec® port-a-cath®ii was returned for analysis in a used condition. Under visual exam a hole to the catheter was noted, the port was damaged and blood was seen. The complaint was confirmed. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed which noted that all procedures are being carried out appropriate. The assembly process was performed according to the procedures listed above. The training documents were reviewed and confirmed that the personnel had trainings up to date. The following process were reviewed: line clearance; correct identification of all components; catheter stress relieve; cut to length. It is use fixture (B)(4) and it is measured with a ruler (ID (B)(4), due date: 09/19); cath tip forming; cat tip polishing; cath patency test, methanol dipping & drying; cath printing; cath final cleaning; a 100% visual inspection to the units is performed to assure that the components are not bent, kinked, or otherwise damaged. All were adequate with no discrepancies found. A sample of (B)(4) catheters were taken from the manufacturing process finding the following: the components are not bent, kinked, or otherwise damaged; production personnel tests 100% the units for occlusion or leaks; quality personnel take a sample size. Based on the evidence, the most probable root cause was from damage that occurred after the product left the manufacturing facility.